Manufacturer narrative:
A ge rep evaluated the sys and found the snubber board needed to be replaced, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system shut down. Un-commanded system shutdown. Per the malfunction list doc number li5008-2 rev 2, this is a reportable event.